Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: broke during surgery. Probable root cause: tip breaking due to design or manufacturing of electrode or ceramic: electrode design. Welded electrodes- incomplete weld, weld too small, not located correctly mim electrodes-variability in electrode material mixture, internal micro cracks, excessive re-grind, tool wear or rework laser-variation in cnc control, loose threads or motor off, or laser focus off etch-over or under-etching voids in ball-forming process ceramic design: variation in material mixture of ceramic, manufacturing workmanship errors, excessive glass binders leading to fractures shaft design. Use error h3 other text : 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.